Event description:
On 27/jan/2025, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient was born with an abdominal wall defect (gastroschisis), who underwent a ¿ventral¿ hernia surgery and was implanted with a strattice device lot: sp100381-101¿ on (B)(6) 2016. The patient underwent an ¿open ventral incisional hernia repair with biological mesh¿ on (B)(6) 2017. The patient was implanted with a second strattice device lot: sp100537-078¿ on the same date. The patient then underwent an ¿incisional/ventral hernia repair with biologic mesh¿ on (B)(6) 2018 and implanted with a third strattice device lot: sp100595." The patient then underwent an ¿open ventral incisional hernia repair with mesh¿ on (B)(6) 2018 and implanted with a non-abbvie device, ¿xenmatrix lot: hucr0748.¿ the mesh was revised due to ¿recurrent ventral hernia repair with biologic mesh¿ on (B)(6) 2018 and implanted was a second non-abbvie device, ¿bard mesh lot#: hucq0919.¿ the mesh was revised on (B)(6) 2022 due to ¿open repair of recurrent ventral incisional hernia with biological mesh, abdominal re-entry for correction of re-herniation¿ and implanted with a fourth strattice device lot: sp200312-045." The form lists the conditions that were treated were ¿open ventral incisional hernia repair with biologic strattice mesh¿ on or about on (B)(6) 2016. The patient also underwent a ¿open ventral incisional hernia repair with biologic mesh (strattice)¿ on or about on (B)(6) 2017. The patient was treated for ¿incisional/ventral hernia repair with biologic mesh (strattice)¿ between on (B)(6) 2018. The patient underwent ¿open ventral incisional hernia repair with mesh (recurrent); at bedside serous sanguinous oozing around left jp drain¿ between on (B)(6) 2018. The patient was treated for ¿recurrent ventral hernia repair with biologic mesh¿ on or about on (B)(6) 2018. The patient was seen for ¿abdominal pain¿ between 2018 and on (B)(6) 2022. The patient was treated for ¿bowel obstruction¿ between approximately 2017-2018. The patient received treatment for ¿abdominal pain/adhesions¿ between on (B)(6) 2016 and on (B)(6) 2022. The patient was seen for ¿bowel obstruction, abdominal pain, adhesions¿ between on (B)(6) 2016 and on (B)(6) 2022. The patient was seen for ¿hernia symptoms¿ from approximately 2018 to on (B)(6) 2022. The patient was treated ¿open repair of recurrent incisional hernia with biologic mesh (strattice); abdominal re-entry for correction of re-herniation¿ between on (B)(6) 2022. The patient received ¿post-op rehab¿ between 2018-2019. Per death certificate, patient died on (B)(6) 2022.

Manufacturer narrative:
A review of the device history record for strattice lot: sp200312 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.